Event description:
Cecustomer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included clearing the system's error log and resetting the ip network.